Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection determined that there was no physical external damage, scorching or damage to the device. During the investigation, visual inspection revealed that the power extension connector was not seated in the connector cover. When the unit was powered on, the system was able to power on but was unable to load to the welcome screen. No power issues were observed and was working properly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The source of the reported event was due to a compact flash issue. The field reported event of sparking was unconfirmed.

Event description:
The unit was reported to have sparked. The unit was replaced and there were no adverse consequences to the patient.